Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the left side frame is bent at the weld on bottom rear. Provider states the end user stated she drove the chair off of a curb and that may have caused the weld to break but the end user stated not sure.

Manufacturer narrative:
According to the evaluation the side frame had a broken weld, the broken weld was located at the bottom rear portion of the side frame.

Event description:
Provider states the left side frame is bent at the weld on bottom rear. Provider states the enduser stated she drove the chair off of a curb and that may have caused the weld to break but the enduser stated not sure.